Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a loose connection between the proximal and distal connectors was confirmed and appears to be manufacturing related. The products returned for evaluation were three groshong nxt clearvue two-piece connectors. Two sets were not assembled to each other while the other set was received connected. When an attempt was then made to connect the proximal and distal segments of the two-piece connectors, the pieces were easily assembled. Microscopic examination of the connections showed a gap between the locking arms and the catch slots of the distal connectors. When an axial force was applied to the connection by the investigator, the pieces were easily disengaged with minimal amounts of force on the joint. Dimensional analysis revealed that the locking arm¿s effective length, the latch depths, the catch slot widths, and the compression sleeve lengths were all within the device specifications. However, the distances between the locking arms on the proximal pieces were found to be larger than the allowable tolerance for this part. The oversized space between the locking arms would prevent the locking arms from tightly seating within the catch slots on the distal connectors. The out-of-tolerance dimension appears to have caused the issue of loose connections on the returned samples. This investigation has been forwarded to the manufacturing facility for further evaluation. Bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported that patients at hospital encountered the same problem when they were having a catheter placed at clinic this morning. When the extension tubing supplied with the catheter was attached to the catheter, no ¿click¿ was heard. When checking the attachment, the extension tubing fell off with just a gentle pull. Therefore, the catheter placements were completed by replacing these catheters with spare separately-packaged extension tubing. Four catheters were affected. After the event, the operator stated that there were no improper human operations and this was caused by a product quality problem. This report addresses the third catheter.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw3754 showed five other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that patients at hospital encountered the same problem when they were having a catheter placed at clinic this morning. When the extension tubing supplied with the catheter was attached to the catheter, no ¿click¿ was heard. When checking the attachment, the extension tubing fell off with just a gentle pull. Therefore, the catheter placements were completed by replacing these catheters with spare separately-packaged extension tubing. Four catheters were affected. After the event, the operator stated that there were no improper human operations and this was caused by a product quality problem. This report addresses the third catheter.